Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
The tps micro drill was sent for eval due to overheating. No further info has been provided by the account.